Event description:
It was reported that the patient received multiple inappropriate shocks. Lead issue was suspected. Possible output circuit damage was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.